Event description:
Pacemaker lead was found to have problems with failure to sense. This lead failure required pt to be hospitalized and undergo surgery. The lead was capped. Another pulse generator and ventricular lead was placed. This pt was not pacemaker dependent.